Event description:
During a robot-assisted bronchoscopy procedure, bleeding occurred and was controlled within minutes using cold saline and a balloon blocker. The patient remained stable, the procedure was aborted, and the patient was discharged home later that day ((b)(6)2026).